Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override and not communicating. A technical support specialist dialed into the server and found that the server uptime was eight minutes, which aligned with the customer¿s report of an earlier downtime, ran the downtime query and confirmed that there were no disconnected flags and that the timestamps were consistent with the server time. In health sight viewer (hsv), observed that nearly twenty stations were in critical override, all manually set up by users, made an outbound call to the customer to share the findings, then proceeded with the case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all station was on critical override and not communication to server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.